Event description:
Boston scientific received information that during a follow up visit, difficulty was encountered interrogating this device and no capture could be confirmed. The patient with this device is in atrial fibrillation with an intrinsic rate of 70 beats per minute. Three months earlier, the magnet rate was 100. There was concern that the battery depleted more rapidly than expected. No adverse patient effects were reported.

Manufacturer narrative:
- -

Event description:
Additional information was received. A replacement procedure was performed. This device was removed and returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis concluded this device met specification.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.